Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after the valve was implanted a nucleus balloon aortic valvuloplasty (bav) was performed with a 26 millimeter (mm) and 28 mm balloon. The leaflet of the valve became damaged causing a massive aortic insufficiency. Subsequently, a second transcatheter bioprosthetic valve was implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).